Event description:
It had been reported that the patient had an increase in seizures and the generator could not be interrogated due to dead battery. The patient went in for generator replacement, and impedance was high on the new generator. The surgeon observed a fracture in the lead. The new generator was left implanted and they planned to replace the lead at a later date. No further relevant information has been received to date. No known further relevant surgical intervention has occurred to date.

Event description:
The lead was replaced and impedance was ok on the new implant. The explanted lead has not been received to date. No further relevant information has been received to date.